Event description:
It was reported that the programmer was unable to establish telemetry with implantable heart devices. It was noted that the radiofrequency programmer head was swapped out but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to establish telemetry and the link electronic module printed circuit board was therefore replaced and calibrated. The stylus was missing so a new one was installed and calibrated and the keyboard slide cover was replaced due to contamination. (B)(4).